Event description:
It was reported that the user experienced bluetooth connectivity issues resulting in signal loss from a dexcom g7 continuous glucose monitor (cgm) to the ilet bionic pancreas, and the user requested assistance to reconnect the sensor; troubleshooting included toggling sensor settings and restarting the ilet, after which the ilet indicated successful pairing. Symptoms included loss of cgm data transmission to the pump with no adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data availability without health impact. User support included troubleshooting and education. Investigation of this case revealed a temporary communication disruption between the cgm and the ilet that resolved after device setting verification and a device restart, consistent with intermittent bluetooth signal loss. It was concluded, based on previously established findings for similar reports, that the cause was inconsistent bluetooth connectivity.